Manufacturer narrative:
System was used for treatment. Kit lot e325 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category centrifuge bowl leak/break and no trend was detected for this category. However an issue review investigation has been initiated. This assessment is based on information available at the time of the investigation. The evaluation of the kit, smart card and photos, submitted by the reporter, was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4). Device not received for evaluation.

Event description:
Customer called to report centrifuge bowl break during treatment procedure. Double needle mode procedure, 209 ml whole blood processed. Customer stated there were no alarms during prime or prior to the bowl break. Customer stated patient is stable. Customer will return kit, smart card and will submit photos for investigation.

Manufacturer narrative:
Service order ((B)(4)) completed: service engineer cleaned instrument, replaced centrifuge leak strip, corrected centrifuge transducer, replaced centrifuge bowl paten sensorized drive tube clamp and performed system checkout procedure successfully. (B)(4). I.r (B)(6) 2016.

Manufacturer narrative:
The smart card and photographs were returned for analysis. Review of the data recorded on the returned smart card confirmed the reported occurrence of a blood leak (centrifuge) warning after 209 ml of whole blood processed. Review of the customer supplied photographs confirms a blood leak was caused by the breaking of the centrifuge bowl (one photo shows the bowl cover in the locked position within the platen after the break occurred). However, the root cause of the bowl break could not be determined. A material trace of the bowl assembly and its components used to build lot e325 found no nonconformances. A manufacturing CAPA was initiated to further investigate the cause and corrective actions for bowl leaks and breaks. (B)(4). Device not returned.